Manufacturer narrative:
Once device was returned for repair in used condition. Visual evaluation found rear housing battery contact was bent and the upstream occlusion (uso) sensor was contaminated. This device has not been serviced in the past and there was no service history to review. There was no evidence to review in event history. Reported problem "failed volume test" was duplicated. Accuracy testing was performed, and the pump was found to be over delivering to the manufacturing specifications. The expulsor assembly was replaced to correct issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device failed the volume test. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.